Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the home care patient observed that his site was wet and that the plastic cannula was not properly inserted into his body. The home care patient reported that his blood glucose levels rose to 350 mg/dl due to the interruption in insulin therapy. The home care patient reported that they administered manual insulin injections and delivered a correction bolus to resolve their high blood glucose levels. No permanent injury to patient reported.